Event description:
It was reported that the smartstitch broke off at the top portion of the jaw connector and it was retrieved. No patient injury reported.

Manufacturer narrative:
The reported perfectpasser connector, intended for use in treatment, was returned for evaluation. From the information provided, the top portion of the jaw broke off. Visual inspection shows the connector was received with its s-clamp unhooked from the s-hook. Internal investigation indicates the failure cause for upper s-clamp coming loose is due to a dimensional discrepancy on the s-hook component. Changes to the component have been implemented to prevent this failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.